Event description:
End-user called to complain that the device was not reading the calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation,